Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not observed during review of the device activity logs was unable to identify has faults or advisories consistent with the customer report. Visual inspection noted fretting on the device multifunction cable receptacle, which was replaced as a precaution. Accessories were not returned as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed an "ECG monitoring failure" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.